Event description:
It was reported that the physician started the procedure with the lead already preloaded with the 0.012 inch bent stylet. With the lead inserted into the needle and distal end of the lead in the epidural space, the customer elected to switch stylets. The 0.012 inch bent stylet was removed with no issue. The physician then proceeded to insert a 0.012 inch straight stylet and upon insertion, the stylet was unable to be advanced through the entire lead body (lead got stuck somewhere in the middle of the lead). The lead was replaced with another and no new event was observed. The physician did not make a custom bend in the lead (with stylet present in lead). If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).